Event description:
The customer contact reported the device delivered more than expected. The device was returned to the biomedical engineering department with an unsigned note that stated, "not working." No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. During testing at the user facility, the device delivered more than expected. There were no reports of any adverse pt events, while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.